Manufacturer narrative:
Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported to the amo sales representative that intraocular lens (iol) was explanted in a secondary procedure, due to wrong iol power. It was noted that doctor was using the toric calculator to identify where to put incision in order to avoid using a toric lens, and reduce astigmatism as patient wanted monofocal lens only. This calculation resulted in wrong lens order and thus wrong lens was implanted. Incision was enlarged but vitrectomy was not performed. Patient outcome was asked but no further information has been provided.